Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the day of event, an unknown time after the sensor had failed, a fingerstick was taken and the blood glucose reading was above 300 mg/dl. The patient experienced vomiting, and was brought to the hospital by the parent. A fingerstick was taken at the hospital, and the blood glucose reading was high, but no specific value was reported. The patient was admitted into the ICU. The parent was ¿pretty sure¿, that the patient was treated with intravenous insulin, fluids and saline. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.